Event description:
Breakage condylar plate. The event has been forwarded by health insurance. No further info forwarded.

Manufacturer narrative:
Aap implantate (B)(4) has been informed about this incident by the health insurance of the pt. The broken plate has not been returned to aap so far. The hospital did not inform aap about the incident. Until today no further info has been forwarded.